Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A cracked pinnacle handle was found in sterile processing.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. There is evidence of normal use over time. There is no evidence of heavy use or use error. A complaint database search finds no other reports of any kind against this product/lot combination. A two year database search finds no trend for handle cracking, of this design, where wear out / heavy use was not a factor. The investigation is unable to conclusively determine the root cause. Monitor through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.